Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached end of service. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.